Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a worn uso seal, bubbled dso seal, a bent latch lock, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a continuous alarm, error code 4224. There was no patient involvement.